Event description:
On (B)(6) 2014, the patient was implanted with three gore® excluder® aaa endoprosthesis to treat an abdominal aortic aneurysm. It was reported that computed tomography (CT) images dated (B)(6) 2015, revealed a proximal type I endoleak. There is aneurysm enlargement, amount is unknown. On (B)(6) 2015, the physician reintervened, he performed an open aaa repair and explanted the three gore® excluder® aaa devices. The physician stated the patient had very firm thrombus in the superior neck of the aorta and he believed it was not allowing the gore® device to conform to the aorta, therefore causing the endoleak. The vasculature was surgically repaired with a bifurcated graft and the patient tolerated the procedure.

Manufacturer narrative:
The gore® excluder® aaa endoprosthesis instructions for use (IFU) states that adverse events that may occur and/or require intervention include, but are not limited to endoleak, aneurysm enlargement, and surgical conversion. The explanted devices were returned to w. L. Gore & associates for investigation. The devices returned were submitted in formalin, there were three gore excluder aaa endoprostheses; one trunk ¿ ipsilateral leg endoprosthesis (trunk), one contralateral leg endoprosthesis (cl) and one aortic extender endoprosthesis (ae). The proximal pole of the cl was contained in the trunk contralateral gate. The ae was largely contained within the proximal trunk. The lumens of all devices were widely patent. Luminal surfaces of the device components were devoid of tissue. The abluminal surfaces of the device components were largely devoid of tissue with minimal amount red tan to brown tissue present at the bifurcation and proximal trunk; tissue was consistent with dried blood. Histopathologic examination of the tissue was not be performed due to the paucity of adherent tissue. The devices were subjected to an enzymatic digestion process to remove biologic debris. Following digestion all devices were examined for material disruptions with the aid of a stereomicroscope. No wear related disruptions were identified.

Manufacturer narrative:
Additional devices implanted and/or related to this event: rlt281216/13027697 and pxc141400/ 12313809. Patient medications: proventil, albuterol, lipitor, coumadin, flomax, and tenormin. The review of the manufacturing paperwork verified that these lots met all pre-release specifications.